Event description:
It was reported that the pipeline could not be released from the capture coil during deployment. After several manipulations with the catheter, the pipeline released and was implanted in the patient.no patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient and the pushwire was discarded.(B)(4).